Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: 2nd last firing of stapler in a sleeve gastrectomy procedure (patient had prior surgery, band and band removal). Stapler had fired without incident successfully prior to this event 3-4 times. Tissue was inspected for migratory staple before stapler placed for firing, no visible free staple. Stapler was placed across tissue with egia60axt no reinforcement material on the reload, nor was reinforcement material present on the reload firing prior. Stapler was fired using stapler but the tissue dragged on the final 20-30mm of the staple line and tissue bunched up. Stapler was removed and staple line was inspected and staple line looked to be torn in the middle portion and malformed staples were visible and grouped together in crotch of staple line. Final reload was used to complete the sleeve gastrectomy without further incident. Malformed staples were removed manually. Staple line was oversewn, inspected via endoscope and further reinforced using omentopexy. Leak test was successful and showed full closure and patient is recovering to plan at this stage overall procedure time extended by 45-50 mins. There was some tearing of the tissue at the staple line. Staple line was over sewn and then inspected via endoscope, it was further reinforced using omentum patch.